Event description:
In 2001 the end-user called minimed,USA and stated that the luer lock was leaking. On february 11,2002 maersk medical recieved the complaint and 1 used tubing. The near- incident took place in the USA.